Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented due to syncopal episodes. The ventricular lead exhibited loss of capture and oversensing when the patient lowered his left arm from above his head. Ventricular lead impedance was 1508 ohms and above. The lead was fractured. The lead was capped and replaced.